Manufacturer narrative:
The reported events were lead micro dislodgement and intermittent capture. As received, a complete lead was returned in one piece. The reported event of intermittent capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited intermittent capture. Micro dislodgement was also suspected. The lead was explanted and replaced. Patient condition was stable throughout.